Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction occurred and that the pump indicated a data log corruption. The customer's blood glucose (bg) level 581 mg/dl. The customer used a manual injection to address the high bgs. Customer continued to use the pump for insulin therapy.